Event description:
Per provider loose hose. Per independent repair center statement, a loose hose. The key failure was major leak. Additional malfunctions manifold gear clamp, loose hose; cabinet filter, missing. Had low o2 or yellow light.